Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the buttons on the pump get stuck, the screen was dim, the pump was making a louder noise when rewinding and priming the pump, and no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. The customer reported a past insulin flow blocked event. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-332a, mmt-1884.

Manufacturer narrative:
The pump powered up properly after battery installation. No dim display or other display anomaly noted. The pump passed all functional testing, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Adjusted the display brightness from 1 to 5; each setting operated properly. All buttons functioned properly, and no unexpected insulin flow blocked alarms, louder motor noise (during priming/rewind), or dim display was noted during testing. The trace and history files were successfully downloaded using thump. There were not any no delivery (insulin flow blocked) alarms found in the downloaded pump history and pump diagnostic trace files. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm, loud motor noise (during priming/rewind), sticky buttons, and dim screen complaints are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.